Event description:
The company was informed that the pt had a mastoiditis surgery performed in 2008. The resulted scar from the surgery was reportedly causing connection issues with the external equipment for the pt. The pt continues to be monitored by the clinic.